Event description:
The pt underwent a revision surgery to address non-union and remove two broken pedicle screws. The construct was originally implanted on (B)(6) 2011 and was replaced with all new hardware during the revision. Pt factors, including smoking, obesity, and non-compliance with post-op activity restrictions, are believed to have contributed to the non-union.

Manufacturer narrative:
The associated instructions for use lists early or late implant bending, breakage, or failure as possible complications.